Event description:
Report received that patient had visited ER, "catheter had come loose" and "overdose" was occurring. Follow up with hcp revealed patient experienced a broken catheter a couple of years ago. Symptoms of the broken catheter event not provided as patient was not under care of this hcp at that time. Catheter was replaced - (new catheter not registered with manufacturer.) A fragment of the prior implanted catheter was retained in the intrathecal space at that time. Patient recovered from this event and has been pain free with therapy. Patient was having elective dose reduction until pain returned to establish a minimum intrathecal dose. Follow up testing by hcp on present (unregistered) catheter is pending. A separate MDR report on the catheter presently being evaluated will be filed if the event is determined to be reportable.